Manufacturer narrative:
It was reported that a patient underwent placement of an optease vena cava filter. The information received indicated that the filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, fracturing of the inferior vena cava (ivc) filter, an unsuccessful removal attempt, and the filter being unable to be retrieved. The information provided also indicated that the patient had blood clots, clotting and occlusion of the inferior vena cava (ivc), and is reported to be experiencing pain and anxiety. The indication for the device implant was a history of pulmonary embolism (pe) and a pending surgery for which anticoagulation therapy needed to be discontinued. The filter was placed via the right common femoral vein and deployed with the superior tip of the filter at the level of the superior endplate of l2. A post placement venacavagram showed adequate filter placement. The patient tolerated the index procedure well and was sent to recovery in stable condition. The information provided indicated that the patient underwent an unsuccessful attempt to remove the filter seven years and seventeen days post implantation. The details of the procedure have not been provided. There is currently no additional information available. The product was not returned for analysis. A review of the device history record (DHR) associated with lot 16019427 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported event. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implantation. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems in as short a period as 12 days. Filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. However, reports of adverse clinical sequelae from filter fractures are rare. Blood clots and thrombosis within the filter do not represent a device malfunction. Without images or procedural films for review the reported fracture, retrieval difficulty, thrombosis and occlusion of the filter could not be confirmed, nor is it possible to determine what factors may have contributed to the reported events. Clinical factors that may have influenced any reported events include underlying patient co-morbidities, pharmacological and lesion characteristics. Anxiety and pain do not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken.

Event description:
As reported by the legal brief, the patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, fracturing of the inferior vena cava (ivc) filter, an unsuccessful removal attempt, and the filter being unable to be retrieved. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The following additional information received per the medical records indicate that the patient had a history of pulmonary embolism (pe). The filter was implanted as the patient had to discontinue being on anticoagulation for an upcoming surgery. The filter was deployed with the superior tip of the filter at the level of the superior endplate of l2. A post placement venacavagram showed adequate filter placement. The patient tolerated the index procedure well and was sent to recovery in stable condition. According to the patient profile form (ppf), the patient had blood clots, clotting and occlusion of the inferior vena cava (ivc). The patient underwent the unsuccessful removal attempt seven years and seventeen days post implantation. The patient also reports to have pain and anxiety. According to the discovery form, the patient received the ivc filter for a history of pulmonary embolism (pe) and undergoing a surgery. Medical conditions and treatments alleged to be attributable to the implanted ivc filter include ivc filter fracture, blood clots, clotting and or occlusion of the ivc filter in addition to an unsuccessful filter removal attempt. The patient also reports that the filter is unable to be retrieved, and further reports living in fear the filter or fracture strut may move and cause more damage. The patient has had pain and has thrombosed, which has also caused pain and resulted in significant medical treatment.

Manufacturer narrative:
As reported, the patient had placement of an optease inferior vena cava (ivc) filter. Per the medical record, history includes pulmonary embolism (pe) with need to suspend anticoagulation prior to surgery. The filter was deployed with the superior tip of the filter at the level of the superior endplate of l2. A post placement venacavagram showed adequate filter placement. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, fracturing of the inferior vena cava (ivc) filter, an unsuccessful removal attempt, and the filter being unable to be retrieved. Per the patient profile form (ppf), the patient reports filter fracture, blood clots, thrombosis, clotting and occlusion of the inferior vena cava (ivc). The patient underwent the unsuccessful removal attempt seven years and seventeen days post implantation. The patient also reports to have pain and anxiety. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implantation. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems in as short a period as 12 days. Filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. However, reports of adverse clinical sequelae from filter fractures are rare. Blood clots and thrombosis within the filter do not represent a device malfunction. Without images or procedural films for review the reported fracture, retrieval difficulty, thrombosis and occlusion of the filter could not be confirmed, nor is it possible to determine what factors may have contributed to the reported events. Clinical factors that may have influenced any reported events include underlying patient co-morbidities, pharmacological and lesion characteristics. Anxiety and pain do not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
The following additional information received per the medical records indicate that the patient had a history of pulmonary embolism (pe). The filter was implanted as the patient had to discontinue being on anticoagulation for an upcoming surgery. The filter was deployed with the superior tip of the filter at the level of the superior endplate of l2. A post placement venacavagram showed adequate filter placement. The patient tolerated the index procedure well and was sent to recovery in stable condition. According to the patient profile form (ppf), the patient had blood clots, clotting and occlusion of the inferior vena cava (ivc). The patient underwent the unsuccessful removal attempt seven years and seventeen days post implantation. The patient also reports to have pain and anxiety. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, a patient underwent placement of an optease vena cava filter on or about (B)(6) 2015. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, fracturing of the ivc filter, unsuccessful removal attempt, and filter unable to be retrieved. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed.  The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported retrieval difficulty could not be confirmed and the exact cause could not be determined. The reported event notes implantation of the filter on or about (B)(6) 2015; however, the attempted retrieval date is unknown at this time. Retrieval of the optease vena cava filter is indicated up to 23 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Without procedural films for review, the reported filter fracture could not be confirmed and the exact cause could not be determined. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. However, given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal team, the plaintiff underwent placement of defendants¿ optease vena cava filter on or about (B)(6) 2015, in (B)(6). The filter subsequently malfunctioned and caused injury and damages to the plaintiff, including, but not limited to, fracturing of the ivc filter, unsuccessful removal attempt, and filter unable to be retrieved. As a direct and proximate result of these malfunctions, the plaintiff suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the plaintiff has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.